Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient started to feel a stinging and shocking sensation on their left side yesterday, and the sensation had gotten worse over the past 10 minutes. Troubleshooting was not possible as the patient's handset was not charged. It was reviewed that they can turn their therapy off. Patient plugged their handset in and stated they knew how to turn therapy off. Patient was directed to follow up with a healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.